Event description:
Report 1 of 2. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) patient sample resulted as negative for covid, flu a, and flu b from the analyzer. Upon testing the symptomatic patient using a pcr respiratory panel, a flu a positive result was obtained. There was no adverse patient impact reported. Eua(B)(4).

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 08-may-2025. H3: device eval by manufacturer: yes. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false negative when using bd veritor¿ sars-cov-2 and flu a+b ass (material#: 256088), batch number 4328851. The customer reported that they are receiving negative results on the veritor kit but received a flu a positive result from a respiratory panel. They also reported that this has occurred with 2 patients. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. Return samples were received from the customer and were functionally tested. All tested units passed. Two photos were received that showed the front and back of the analyzer. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
Report 1 of 2. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) patient sample resulted as negative for covid, flu a, and flu b from the analyzer. Upon testing the symptomatic patient using a pcr respiratory panel, a flu a positive result was obtained. There was no adverse patient impact reported. Eua (B)(4).